Event description:
It was reported that the permanent cautery hook instrument did not work. No further information was available. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring as the distal clevis on the outer face of one ear and at the hub indicating that arcing had occurred during a previous surgical procedure. The conductor wire has cut insulation next to the hub, which coincides with the most severe localized charring. Engineering concluded that the damage to the conductor wire likely created a path for arcing. Engineering also observed the grip cable on the same side as the conductor wire had derailed at the distal idler pulley. Electrical continuity passed. No other damage found.